Event description:
A customer reported his freestyle freedom blood glucose monitor was not working accurately, he began to experience symptoms of "low and high blood sugar, dizziness and hyper." The customer stated, he went to the emergency room of a local hospital to have his blood glucose checked and was diagnosed with diabetic ketoacidosis and was given insulin. The hospital's meter readings are not documented in the report. The customer also reports receiving the wrong replacement product. The correct product has been sent.

Manufacturer narrative:
The product has been requested for investigation. A follow-up report will be filed once investigation results are available.